Event description:
Patient's son reported device infection. The device was removed. The device was explanted but not returned to the manufacturer for analysis. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.